Manufacturer narrative:
The reported event was unable to implant. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height of the lead was measured within specification.

Event description:
It was reported that the patient was presented for implant procedure. During procedure, the physician could advance the left ventricular lead through the patient's veins. Although the vein was twisted, the physician was concerned that the curvature of the lead contributed to the inability to pass the lead through the vein. The lead was not used, and the device was downgraded to a dual chamber implantable cardioverter defibrillator (ICD) to finish the procedure. Patient was stable throughout the procedure.